Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 ,the lay user/patients representative(daughter; reporter) contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high. The complaint was classified based on based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The reporter stated that the alleged meter issue began on (B)(6) 2017. The patient manages his diabetes with insulin (self adjuster) and oral medication (metformin). The reporter alleged that on the morning of (B)(6) 2017 the patient alleged obtained an inaccurate high result of ¿206+ mg/dl¿ compared to their feelings and/or normal readings. Lifescan does not consider this to be a valid comparison. The reporter stated that the patient has been receiving high readings similar to this since (B)(6) 2017. In response, the reporter had increased the patients daily insulin dose to 60 units per day (normal range 50-60) units. In this instance, the reporter had yet to give the patient his daily insulin but had reduced his food/drink intake due to the reading. Shortly after the meter issue the patient developed the symptoms of "incoherent, falling down, didn¿t know his name, couldn¿t dress himself, couldn¿t walk for an hour". At 7.50 am (B)(6) 2017 the reporter contacted the emergency medical services (ems) who arrived approximately 10 minutes later. The patients blood glucose was measured on the ems meter at this time with a reading of "33 mg/dl." The patient was treated with glucose gel and his condition improved approximately 30 minutes later during troubleshooting the csr confirmed that the meter was set to the correct unit of measure but was unable to confirm that the test strips were stored properly or if they had expired or exceeded their discard date. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.